Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, (f2203 - imaging required for initial medwatch). Device evaluation: broken shell, underweight and yellow biological tissue in the shell. A visual and microscopic analysis was performed which identified: sharp opening on posterior and delamination orientation dot. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening. A delamination partial of the orientation dot (adhesive failure).

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "patient complaints"; rupture was discovered during explant.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.